Manufacturer narrative:
The device was received fully deployed. During investigation, fluid was observed to leak from a tear in the exposed portion of the soft cannula, resulting in a failure of the fluid path. The exact timing and cause of this damage to the exposed portion of the soft cannula could not be determined, therefore it could not be determined if this damage contributed to the reported leaking during wear. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 18.6 hardware: iphone14.5 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Analysis of returned device revealed that the cannula had a tear. It was reported that the patient¿s blood glucose level rose to 365 mg/dl while wearing the pod on the leg between 36 and 48 hours. It was initially reported that the pod was leaking insulin.